Event description:
It was reported that an unspecified malfunction occurred. A nurse from the hospital reported that the patient's brother called the emergencies because the patient passed out. The patient was brought to the hospital and could not recall or remember anything prior to the event and was at that moment very groggy. After arriving in the hospital, a fingerstick was taken and the blood glucose reading was 858 mg/dl, it is unknown what the cgm display was showing at that moment. The hospital staff removed the dexcom sensor, and the patient was admitted to the intensive care unit (ICU) and was diagnosed with diabetes ketoacidosis. At the ICU, the patient was treated with intravenous insulin. At the time of the report the patient was still admitted in the hospital and recovering. The reporter could not verify if there was an allegation against the dexcom device and attempts to reach the nurse for more information were unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.